Manufacturer narrative:
The console was received at the manufacturer for service and eval. The initial complaint of the device running on its own could not be verified. Based on the investigation details, there was corrosion found in the foot switch ports. The foot switch and other components were repaired.

Event description:
It was reported that the handpiece which was attached to the core console continued to run on its own during a surgical procedure. There was no reported pt or user injury, and the case was completed successfully with another device.